Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced constant sharp pain at the ipg site regardless of stimulation on or off. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the ipg pocket was relocated on (B)(6) 2016. The same ipg was reimplanted. The issue was resolved.